Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast implantation procedure with an unspecified mentor saline breast prosthesis, experienced left breast prosthesis deflation. As a result, the patient underwent removal and replacement with a 300cc mentor siltex round moderate profile saline breast prosthesis on (B)(6) 2000.

Manufacturer narrative:
On 1/28/2019, mentor became aware that the date of implantation was 1993. Manufacturer¿s reference number: (B)(4).